Event description:
In 2008, the pt reported experiencing an e4 (occlusion) error on her infusion device and her blood glucose was elevated to 300 mg/dl. She had changed her infusion site at 1:00-2:00 pm and shortly thereafter, she changed the infusion tubing. To troubleshoot she was instructed to disconnect from her infusion site and to perform a prime. She was able to do so without error. She was advised to change her infusion site and she reconnected and bolused without error. The pt is currently in the hospital after having her stomach removed. She stated that she is on a feeding tube and she uses her abdomen as an infusion site. She was educated on alternative infusion sites and was advised to consult with her physician before making any changes. She was sent info on infusion site mgmt. Upon followup on two days later, the pt stated that her blood glucose measured 131 mg/dl at 12:00 pm. She stated that she is unsure of her normal glucose range and she is a "brittle diabetic." Replacement infusion sets were sent to the pt. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.